Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The pt r eported they were having issues with their ins charging duration and pt didn't provide an exact event date; pt noted they charged their ins on friday, turned it off monday, charged their ins again monday, and their ins only lasted 4 days. Pt stated their previous implant was great because they waited 2 weeks before charging their ins. Pt noted their previous implant told them when it was going to deplete. Pt noted their current ins was horrible and they didn't like their new ins. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient services advised pt to contact their hcp to connect with a representative so that the representative can work with the pt's stimulation settings so the pt doesn't have to charge their ins as frequently. No symptoms reported. Additional information was received from the patient. It was reported that the charge on the new ins lasted only for 4 days. Reviewed charging rate depletion depends on usage and settings. Pt also said it did not charge fast and pt was also getting poor recharge quality. Pt also said ins turned off. Reviewed ins turns off when it goes low. Pt used the controller on the call and got poor recharge quality. Had pt clean the pins. Pt said controller was at 30% and they had been charging today since 9 am. Pt saw no damage. Pt then reported when charging ins they could feel pain right where ins was, like up and down, like a heartbeat but it hurt. It was shocking pt really bad. Pt felt like when it was charged. Like right now ins was charged to 80% and it hurts when pt took the paddle off their back. Pt had no falls/no trauma. Pt confirmed they were using the recharger over their shirt. Right where ins is is where pt feels shock and it bothers them. Redirected to hcp